Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. Device passed self test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and no missing segments or display anomalies were noted. Device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen had partial visibility even after battery change. Customer's blood glucose was 195 mg/dl. Insulin pump would need to be replaced.